Event description:
A review of literature disclosed three cases of rod migration to the lower extremities. Two of these cases involved depuy spine products. Patient implanted with spinal fixation in 1999 for scoliosis. Images taken in 2007 revealed a portion of a broken rod in the tibia below the knee. The rod was removed. Images of the back showed a non-union at l2-l3 and rod fracture at l1.

Manufacturer narrative:
No conclusions can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union, or non-union, as well as cyclical loading of the device over time. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.